Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were bleeding. The patient stated that they had been home and noticed the tape shifted and also blood leaking from the underneath the tape. The patient wasn¿t sure if it was old blood or new blood, but the patient stated wasn¿t advised that bleeding would occur so the was concerned. The patient also stated that after getting up from the sitting the patient felt the wires had moved. The patient noticed a pulsating feeling about 2 inches below their back on the right side of the buttocks area and the patient stated they only had a flutter in the vaginal area before. The patient felt the wires had moved possibly when getting up. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.